Event description:
It was reported that a tip detachment occurred. The 75% target lesion was located in the moderately tortuous and moderately calcified liver. A direxion hi-flo was selected for use. During the procedure, it was noted that the tip of the catheter was detached. The device was removed from the patient normally without fragments left inside the patient and the procedure was completed with a different device. No complications were reported and patient was stable post procedure.